Event description:
It was reported that during a left femur fracture surgery, the head of two cortex screws broke off. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. The relevant dimensions were checked and found to be in compliance with the technical drawings and ao, asif specification. Examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao, asif specification and the international standard. No product fault could be detected. Visual inspection showed that the nail broke at the upper distal locking hole. Based on the appearance of the fracture zone at the hole, we assume that high lateral forces in both directions were applied during the insertion. These dynamic bending forces caused an overload and breakage of the nail at the hole. This complaint is invalid from a manufacturing standpoint.